Event description:
It was reported that the ventilator generated two technical alarms. One indicated disabled valves and the other an internal memory error. There was no pt involvement. (B)(4).

Manufacturer narrative:
Exchanged part has been requested for investigation. A supplemental medwatch will be provided when investigation is finished. (B)(4).